Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump rebooted itself without intervention and intermittent power was observed. The pump did emit an alarm and was rebooting each time the pump alarmed. The type of alarm was unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: the original complaint could not be duplicated upon investigation. There were unexplained pump reboots observed in the black box history. There was no physical damage to the returned battery cap, but there was a crack in the battery compartment. The returned battery cap was within specified height and width range and was able to be secured and held power to the pump. The pump booted to the verify screen with auditory and vibration features. The pump was exercised for 24 hours and no power loss was duplicated and the pump was still delivering at the conclusion of testing. There was no internal moisture or damage to the power circuit or battery flex observed when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.